Event description:
Her blood sugar was reportedly irregular.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "her blood pressure was reportedly irregular." H2 correction.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient felt nauseous and unwell. Her blood pressure was reportedly irregular. She believed this happened because she drank a lot of water. She had a stomachache and was tired. She went to the emergency room at 9:30pm. There was no cgm or bg readings reported during the time the patient had symptoms. At the ER, the doctor checked the patient's bg and it was 212 mg/dl while the cgm was 113 mg/dl. The doctor prescribed the patient zofran to treat the patient's nausea. The patient was in the ER until 5:15am on (B)(6) 2025. At the time of the report, the patient felt tired and exhausted. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred against the sensor. However, transmitter with serial number 8ahj9h was returned for evaluation. An external visual inspection was performed and no damage was found. The voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was performed and no data log was available within the investigation window. The allegation was undetermined. Confirmation of the allegation was undetermined, the probable cause could not be determined. No additional patient or event information is available.